Event description:
It was reported that during a procedure while positioning the probe under fluoroscopy the tip of the probe was noted to be broken off but nothing was left behind in the patient. A new probe was used to complete the procedure without medical intervention, delay, or adverse consequences to the patient.

Event description:
It was reported that during a procedure while positioning the probe under fluoroscopy the tip of the probe was noted to be broken off but nothing was left behind in the patient. A new probe was used to complete the procedure without medical intervention, delay, or adverse consequences to the patient.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.